Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the attachment device foot plate was drilled out. It was determined that the cause of this condition was due to too much lateral force be applied causing the cutter to come into contact with the neuro tip. The assignable root cause was determined to be component damage due to user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the crani-a attachment device foot plate was drilled out. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.